Manufacturer narrative:
Approximate age of device - 45 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. A review of the patient's log file by the manufacturer's technical services representative noted an lvad off alarm flagged on (B)(6) 2018. No other unusual events were noted. Further information was requested but has not been provided.

Event description:
Additional information indicated that the reason for the pump stop was that the patient mistakenly disconnected the percutaneous lead from the system controller. The patient was asymptomatic during the event. The percutaneous lead was reconnected. The patient is stable and remains on the heart transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported pump stop event was confirmed via the log file data provided by the account. Low flow events were also confirmed in the submitted log file data. The controller event log file contained data spanning from 11oct2018 at 21:30:28 to 15oct2018 at 13:16:00, per the timestamp. The log file began with the pump stopped. The pump stop event accompanied by lvad_off alarms and active pump stop, low speed hazard, low speed advisory, and low pump current fault flags. The pump resumed operation above the low speed limit for the remainder of the log file on (B)(6) 2018 at 21:30:31. A duration of time for which the pump was stopped could not be conclusively determined. As an added observation, intermittent low flow events were captured on (B)(6) 2018 at 19:10:31, 19:10:34, 19:10:54, 19:10:58, and 19:13:13. These events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. The low flow event at 19:10:58 lasted for more than 10 seconds, activating a low flow alarm. No further atypical alarms were recorded in the log file. The heartmate 3 lvas IFU and patient handbook explain that if the driveline disconnects from the system controller, the pump stops. If the driveline becomes disconnected from the system controller, it should be promptly reconnected to restart the pump. The pump cannot run without power. These documents explain that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and the IFU notes that changes in patient conditions can result in low flow. All system alarms and the recommended actions associated with them are described in the heartmate 3 lvas IFU and patient handbook. No further information was provided. The manufacturer is closing the file on this event.